Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarms noted. No unexpected turning off or turning on noted, and no unexpected delivery noted during testing. However corroded motor assembly, corroded lcd board, and corroded mother board noted during visual inspection. The device had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 320 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.